Event description:
Internal programming history was reviewed. A patient interrogation on (B)(6) 2008 showed that the parameters were set to 1 ma / 20 sf / 500 pw / 30 on time / 60 mins off time. These settings were most likely due to a partial programming error from the two faulted system diagnostic tests performed on the prior visit ((B)(6) 2007). The settings were reprogrammed to 1.25 ma / 20 sf / 500 pw / 30 seconds on time / 5 mins off time; however interrogation showed that the current was reduced to 0ma for unknown reason. The patient's settings were correctly adjusted again before the end of the visit.

Manufacturer narrative:
Analysis of programming history showed faulted test.